Manufacturer narrative:
Applicator (B)(6)was returned and investigated. Visual inspection has been performed on the applicator and cap, no issues were observed. Sensor cap was retained inside applicator cap and applicator had fired correctly. Sensor 0ek7ykt34 has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 227, 224,, 196, and 225 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage test was done and results were not within specification. An extended investigation was performed. Visual inspection has been performed on returned sensor and no issues were observed. The returned sensor was de-cased and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly); no issue was observed. The returned battery voltage was measured to be within specification range. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (emergency services) who administered glucose intravenously as treatment at customer's home. There was no report of death or permanent impairment associated with this event.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (emergency services) who administered glucose intravenously as treatment at customer's home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.